Event description:
It was reported that the patient reported dissatisfaction with vision two months after crystalens implantation. The surgeon performed a lens repositioning with a capsule tension ring (ctr) placement. Subsequently three yag procedures were performed. Approximately six months postoperative, the lens was explanted and replaced with a monofocal lens. The patient's bcva before and after crystalens exchange were the same at 20/20-1. According to the surgeon the most likely cause of the event was capsular contraction. The patient's prognosis is excellent.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.